Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller (patient¿s husband) said that on (B)(6) 2018 the patient had a MRI and the facility didn't follow the stimulation system guidelines. Caller said that after the MRI the patient could turn her stimulation on and off but if the implant powered down it was "so difficult" for the system to communicate with the controller. The patient said this was not the case prior to the MRI. No patient symptoms reported.